Manufacturer narrative:
On 8-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9-apr-2025, additional information was received indicating that no ablation was done prior to the heart block. The symptoms after the procedure resembled a stroke. When the patient awoke from anesthesia after the ablation, his symptoms resembled a stroke. A computed tomography (CT) scan was immediately performed, but it showed no visible results. During the night, the patient suffered a seizure and was transferred to another hospital as described. The stroke, which occurred two months earlier, was confirmed. Additionally, the lot number was identified to be 31517569l. As such, field d4. Lot has been updated. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the coding under field h6. Health effect - clinical code has been updated from ¿ischemic heart disease (e0612)¿, ¿heart block (e060106)¿ and ¿heart block (e0133)¿ to ¿unspecified nervous system problem (e0139)¿ based on the new information received indicating the patient had symptoms that "resembled a stroke" but only the stroke that occurred two months earlier was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a varipulse catheter and the patient experienced a stroke/st elevation and 3rd degree heart block. While doing transseptal puncture (without bwi product) there was st elevation on electrocardiogram (ECG) and third degree av block. The patient also had hemiparesis after the ablation procedure. Additional information received indicated the physician's opinion on the cause of the adverse event is that it was related to the "competitive product (sheath and needle)" as the av block 3rd degree at transseptal puncture and st elevated ECG at transseptal puncture. Procedural activated clotting time (act) was 355. Patient was transferred to another hospital with a neurological department due to a stroke or seizure. A computed tomography (CT) scan was performed without any acute findings. Only an old stroke was visible. However, it was reported that the event that occurred was indeed a stroke. It was also reported that the patient has a stroke 2 months ago. The patient had no evidence of char / thrombus / clot during the procedure.

Manufacturer narrative:
On 9-sep-2025, the product investigation was reopen to include the following information as part of the investigation details: the instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. Internal actions are being followed to investigate neurovascular events with varipulse catheters, as previous investigations concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. Importantly, the mechanism for an incidence of stroke is multi-factorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).